Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level that she could not bring down. Blood glucose level at the time of the incident was 366 mg/dl. Blood glucose level at the time of the call was 413 mg/dl. The customer also reported that the bolus history did not reflect a bolus she recently administered. Partial troubleshooting was completed and did not show any malfunction of the insulin pump. The customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.